Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose of 400 mg/dl. Patient noticed air bubbles in the tubing during therapy. The auto mode feature was not active at time of high blood glucose event. Troubleshooting was not performed. The insulin pump will not be returned for analysis.